Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip became entangled within the chordae and was successfully implanted on the leaflets. The final mr was grade <1. There was no adverse patient effects or clinically significant delays reported. On an approximate date, on (B)(6) 2025, during a follow-up transthoracic echocardiogram (tte) it was discovered that a single leaflet detachment (slda) had occurred and the mitraclip xtw was no longer attached to the posterior leaflet. Per the physician, this was likely caused by the chordae which had been stuck within the clip upon implantation. The mr had increased to grade 3. It was reported that on (B)(6) 2025, the patient returned for a secondary mitraclip procedure and a mr grade 3. A mitraclip was implanted successfully on the lateral side of the slda clip. An additional mitraclip nt was attempted to be placed on the medial side, however the mean pressure gradient (mpg) increased to 7mmhg while the leaflets were grasped. After the mitraclip nt was removed from the patient, the mpg returned to a baseline of 3 mmhg. The procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delay was reported. There was no additional information provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or entrapment of device (clip caught on chordae). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the clip caught on chordae could not be conclusively determined. The reported incomplete coaptation appears to be a cascading event of the clip caught on chordae. The reported mitral regurgitation and dyspnea are cascading events of the incomplete coaptation. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.